Manufacturer narrative:
The bav was not returned for evaluation and no images were provided for review.  Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there is no information to suggest a manufacturing non conformances contributed to the event.  The cause of the ventricular perforation is unknown, however, the operators suspect the perforations were caused by the guidewires during wire exchanges before performing bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during a 29mm sapien 3 case by tf approach. Just before bav the patient¿s pressure decreased. Bav was completed and the valve was implanted successfully. Angio showed a good position and no annular rupture. The patient¿s pressure decreased further and ¿reanimation¿ was started. Then a pericardial effusion was noticed. Interventional treatment of the pericardial effusion was not successful. A ventricle perforation from the guidewire was expected. It was decided to perform a sternotomy in order to treat the suspected ventricle perforation. Two perforations were seen. One near the apex and one towards the left atrial appendage. Both perforations were successfully treated. The patient was stable after the surgery and transferred to the ICU. Implanting doctors believe that the ventricular perforation was caused by the guidewires used before performing the bav. Probably while changing from the terumo wire to the safari wire.